Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure (broken).

Manufacturer narrative:
We checked the returned unit and confirmed that the image guide fiber bundle (cfb) broken. Based on the result, we concluded that it was caused due to the excessive force applied on the image guide fiber bundle (cfb). In addition, we confirmed that the light guide base column coating damage, the ocular cover glass coating damage, the insertion flexible tube (ift) buckled, the insertion flexible tube (ift) crushed, the segment crushed, the root brace rubber cut, the lg root brace rubber cut, and the root brace rubber lg prong cut; however, they are not the main cause and/or irrelevant to the alleged complaint. Based on the technical report, "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.